Manufacturer narrative:
The insulin pump passed rewind test, basic occlusion test and displacement test. The insulin pump was unable to prime during prime test due to faulty force sensor. No motor error alarm noted. The motor passed motor test. The insulin pump had minor scratched lcd window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call of customer's issues with motor error alarm. The customer's blood glucose level at the time of incident was 564mg/dl. The customer treated the high level with insulin pen. Troubleshoot was conducted. The customer was advised the pump would need to be replaced and returned for analysis.